Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 320550, batch no.: 9029776. It was reported that during use of the bd nano¿ 2nd gen pen needle the consumer experienced bruising and the patient end will bend during injection resulting in her not knowing if she is getting the full dosage. Additionally, consumer reports that she cannot attach some of them to the insulin pen. The following information was provided by the initial reporter: she does not like the 2nd gen pen needles. Stated, she gets bruising from the injections. Has not seen a doctor consumer is going to make appointment for bruising. Stated, she never had issue with the old nano's. Stated, the patient end will bend during injection and she's not sure if she's getting her dosage. Stated, sometimes, she can't attach to insulin pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 320550 batch no.: 9029776. It was reported that during use of the bd nano¿ 2nd gen pen needle the consumer experienced bruising and the patient end will bend during injection resulting in her not knowing if she is getting the full dosage. Additionally, consumer reports that she cannot attach some of them to the insulin pen. The following information was provided by the initial reporter: she does not like the 2nd gen pen needles. Stated, she gets bruising from the injections. Has not seen a doctor consumer is going to make appointment for bruising. Stated, she never had issue with the old nano's. Stated, the patient end will bend during injection and she's not sure if she's getting her dosage. Stated, sometimes, she can't attach to insulin pen.